Event description:
Philips received a complaint on the heartstart mrx indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Based on the results of the analysis provided by customer, the cause of the reported problem was due to the bad contact of external paddle. The issue was resolved by reconnecting the external paddles and the product is back in service.

Manufacturer narrative:
(B)(6).